Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. The motor was tested out side the unite and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and motor error alarm. The customer blood glucose level was 467 mg/dl. Customer reports the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.